Manufacturer narrative:
Citation: yousif n., et al. Transcatheter aortic valve implantation: bahrain experience. J saudi heart assoc. 2020; 32(3): 434¿439. Published online 2020 oct 14. Pmid: 33299788. Doi: 10.37616/2212-5043.1143 earliest date of publish used for date of event. [Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the one-year outcomes after transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center in bahrain between february 2014 and february 2019. The study population included 81 patients (predominantly female, mean age 76 years), 36 of whom were implanted with medtronic evolut r bioprosthetic valves and 19 were implanted with corevalve bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 3 deaths occurred, which were noted to not involve a cardiovascular or valve-based cause. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major bleeding, major/minor vascular complications during tavi, cerebrovascular accident and need for valve-in-valve deployments. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.